Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 50.0cm was returned for analysis. External insulation abrasion was noted at 31.0-32.0cm from the lead tip. The etfe coating was intact at this location.

Event description:
It was reported during system explant due to infection, an insulation anomaly was observed on the rv lead. There were no adverse consequences to the patient.